Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range shock impedance measurements greater than 125 ohms beginning approximately 8 months post implant. Technical services (ts) reviewed a copy of device data and noted relatively stable performance of the rv defibrillation lead over the past year and the presenting electrograms (egms) were clean and artifact free. Further review of stored device data noted rv pacing impedance measurements were 728 ohms, right atrial (ra) pacing impedance measurements were 894 ohms and left ventricular (lv) pacing impedance measurements were 990 ohms, which, was noted to be an increase, however, measurements remained within normal limits. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.